Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was estimated to have been about 500 mg/dl. The customer stated that the insulin pump was not delivering insulin at the time of the event, but she did not have the insulin pump available for troubleshooting. The most recent blood glucose reading was 108 mg/dl. She complained of vomiting and treated with the insulin pump and manual injection. She also experienced high presence of ketones. She was treated and released; however, after she went home, her blood glucose levels rose again, and she had to return to the emergency room on the same day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-94221.